Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8120700, model: sc-8120-70, serial: (B)(4), batch: 241550a.

Event description:
It was reported that the patient had inadequate stimulation. All components were explanted. No further information has been obtained despite good faith efforts.